Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a previously implanted non-m edtronic surgical valve, the patient was reported to be very high risk for coronary obstruction. A basilica procedure (bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) was performed in conjunction with the valve implant. Approximately three hours following the valve implant, the patient died. Per the physician, the cause of death was thought to be late coronary obstruction.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a previously implanted non-m edtronic surgical valve, the patient was reported to be very high risk for coronary obstruction. A basilica procedure (bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) was performed in conjunction with the valve implant. Approximately three hours following the valve implant, the patient died. Per the physician, the cause of death was thought to be late coronary obstruction.

Manufacturer narrative:
Additional information was received indicating that the valve-to-coronary distance was less than 3mm. Due to the vtc measurement, the physician decided to perform the basilica procedure (bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) prior to the valve implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In addition, bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery (basilica) procedures are typically performed on patients who are at high risk for developing coronary obstruction during transcatheter aortic valve (tav) implantation due to their native valve anatomy and involve using a laser to tear the leaflets of a previously implanted surgical valve. In this case, the patient was deemed to be at high risk for coronary obstruction due to the their virtual valve to coronary (vtc) distance of less than 3mm, so the basilica procedure was performed in conjunction was the valve implant. The cause of the coronary obstruction was reported as unknown. Thus, with the limited information available, a conclusive cause of this conduction disturbance could not be determined but the patient¿s anatomy was a likely contributing cause. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the physician, the valve contributed to the coronary obstruction and subsequent death, but with the limited information available, medtronic could not establish a conclusive relationship between the device and the death. H6 - method, results and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that cardiopulmonary resuscitation (CPR) and coronary access were attempted as intervention prior to the patient¿s death. Per the physician, the valve contributed to the coronary obstruction and subsequent death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.